Event description:
Patient reported that she is not getting the cartridge low warning on her device and her blood glucose has elevated (510 mg/dl) because of the alarm failure. Patient stated that insulin is coming out of the device, but still feel the device is not working properlu.